Event description:
Initial result for a patient creatine was 2.9 mg/dl. When repeated, the result was 1.0 mg/dl. The field service representative found the sample probe was not properly tightened and repaired the instrument by tightening the probe.